Event description:
It was reported to philips that the device was not booting, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to start up. Review of the system log file confirmed that the malfunction as the host pc was not able to start up. Upon troubleshooting, fse found that there was no connection from the flex vision pc and the host pc; reloaded the software and regained the connection. To resolve this issue, fse performed generator testing that triggers the ups to active and manually powered on the host pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.